Event description:
Patient reported device has "fallen apart" on an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ cancer breast- ndr: not applicable as the event is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side implant rupture and replacement due to "oncology on the left gland and a collapsed implant." Device has been explanted and replaced with non-allergan device.